Manufacturer narrative:
The device was not returned. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02081. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed in a posterior and inferior position. A watchman ® access system was advanced over a non-bsc amplatz super stiff guide wire which was placed in the left upper pulmonary vein (lupv). A 24mm watchman ® laa closure device & delivery system was selected for use and was prepared. The access system was positioned in the laa using a non-bsc 5f pigtail catheter. The delivery system was advanced in the access system and the closure device was deployed. An angiogram with contrast was performed and a perforation was noticed resulting in pericardial effusion. They fully recaptured the closure device and aborted the procedure. A pericardial puncture was performed and 700ml of blood were drained from the pericardium. The patient¿s vital parameters were fine and within normal ranges. They waited 10 minutes after all of the blood was drained to make sure no more could be drained. The patient was transferred to the intensive care unit for observation and the following day was transferred to the normal ward. The patient has since been discharged home.